Event description:
Customer received a result of 11.7 mmol/l on the mobile system, and a result of 3.5 mmol/l on a professional unknown accu-chek system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.